Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was in the range of 40 mg/dl at the time of incident. The current blood glucose level is 83 mg/dl. The customer was reported that they using auto mode. The customer was reported other blood glucose values such as in the range of 60 mg/dl, 70 mg/dl. The customer was treated with food and glucose tablets for low blood glucose level. Based on customer¿s report customer did not allege over delivery. The customer was wearing the insulin pump when low blood glucose event was reported. The customer was reported that the insulin pump had blank display. The customer was assisted with troubleshooting and display returned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08665 inches. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.